Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/10/2016. The fse found solenoid valve vl241 was defective and was causing the leak. The fse replaced valve vl241 which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak at the probe wipe of the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 20 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.